Manufacturer narrative:
The reported complaint that "a plastic indexing piece for the keyhole for the lifeband was broken in the shaft on the autopulse platform (B)(6) and could not be removed" was confirm during visual inspection. The autopulse platform won't function/perform compressions with the broken piece stuck in the driveshaft. The broken piece of lifeband from the driveshaft was removed to remedy the reported complaint. The secondary reported complaint that "one of the patient head restraint wires on the autopulse platform has broken off" was confirmed during visual inspection. Based on the photo provided by the zoll service personnel, the head restraint wire appears detached/cut from the top cover. Detached/cut head restraint do not render the autopulse platform non-functional. The head restraint wire could have been cut to free the patient from the platform, or the user could have been lifting the platform by holding the head restraints. The top cover needs to be replaced to address the secondary reported complaint. Upon visual inspection, unrelated to the reported complaint, a cracked front enclosure was observed. The probable root cause for the observed physical damage was due to user mishandling, such as a drop. The front enclosure needs to be replaced to address the damaged issue. A review of the archive data showed several user advisory (ua) 45 (not at "home" position after power-on/restart), unrelated to the reported complaint. The zoll service personnel rotated the platform's driveshaft to "home" position using the administrative menu to remedy the fault. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its "home" position when the autopulse is powered on, a user advisory (ua) 45 will occur. This user advisory will persist until the driveshaft is returned to its "home" position. To clear the ua45, pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its "home" position), and then press restart. The initial functional test passed after removing the broken piece of lifeband from the autopulse platform. Zoll awaiting customer's approval on service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the autopulse platform with serial number (B)(6).

Event description:
The customer reported that a plastic indexing piece for the keyhole for the lifeband (lot #unknown) was broken in the shaft on the autopulse platform (sn 35411r) and could not be removed. Also, one of the patient head restraint wires on the autopulse platform has broken off. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided. Please see the following related MFR report: MFR 3010617000-2023-00685 for the lifeband (lot #unknown).